Manufacturer narrative:
Date of event: unknown. The awareness date has been used for this field. (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Investigation summary: bd received samples and photos from the customer facility for investigation. Evaluation of the customer samples and photos was performed and missing needle was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated further investigation relating to this issue through a situation analysis. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the customer samples and photos was conducted and missing needle was observed. Further investigation has been initiated through a situation analysis. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: a situation analysis has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. Rationale: based on an assessment of severity and frequency, it was determined that a situation analysis is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Event description:
It was reported that bd vacutainer® urine collection cups were missing needles. No serious injury or medical intervention reported. No report of blood exposure to mucous membrane.